Event description:
It was reported that an asymptomatic patient presented in clinic during a routine follow-up, post-sensed t-wave oversensing was observed. The oversensing was noted on a stored egm. The patient received inappropriate atp therapy. The device was reprogrammed, but the lead noise persisted. The device and the lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.